Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had an air leak was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had low power. The device also failed pretests for check power with power test bench and check speed with tachometer. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device had low power . It was further determined that the device failed pretest for check power with power test bench and check speed with tachometer. It was noted in the service order that the device was leaking air. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.